Manufacturer narrative:
A service visit was scheduled. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was no signal on the system display during startup before a procedure. Additional information has been requested.

Manufacturer narrative:
Evaluation summary. A company representative did not indicate finding any issues related to the reported event of a display issue. The system is no longer manufactured and service could not be provided. The product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4)

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The product met specifications at the time of release. The root cause could not be determined conclusively.

Manufacturer narrative:
Corrected information provided in initial reporter field. And MFR report source. Additional information provided in event date and event problem and evaluation codes.

Event description:
Additional information received clarifying the event. The unit displayed a "service request" after the ignition of the instrument. The instrument message was not resettable.

Manufacturer narrative:
Evaluation a summary: the system was examined and the reported event was replicated. An optical cleaning and calibration was performed to resolve the issue. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause of the reported event can be attributed to the system being out of calibration. However, how or when the system became out of calibration cannot be determined conclusively.